Event description:
It was reported that a patient implanted with an impella 5.5 experienced oozing at the access site and pump suction alarms. The pump's p-level was lowered and heparin was withheld due to a nosebleed. Care was ultimately withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation has been completed and the product was not returned for investigation. The data log review confirms suction alarms triggering throughout the case. Epistaxis: the cause of the injury was not determined due to insufficient clinical details. Pump suction: clinical details reported suction alarms triggering on the sixth day, and the decision was made to lower the p-level, but not to administer fluid. The product was not returned for investigation. Data log review confirms suction alarms triggering throughout the case. Starting 2 days before suction was reported, placement signal began gradually trending down from about 140 mmhg to less than 100 mmhg. The p-level was decreased from p-9 to p-7. Clinical details also mentioned an impella rp flex was implanted on the eighth day of the case, and around this time in the data logs, placement signal began to rise gradually. Suction alarms were triggering for the entirety of the case, most frequently on the sixth day, as mentioned, and on the thirteenth day ((B)(6) 2025). At this time, placement signal spikes briefly to 300 mmhg before dropping to about 80 mmhg, triggering suction and 'impella position unknown' alarms. The cause of the suction was most likely an adverse event related to the patients condition, as the patient required additional support from the impella rp flex insertion, and data logs show a downward trend in placement signal at times of frequent suction. The device history review was completed and the pump passed all post sterile inspection criteria.

Manufacturer narrative:
Medical safety review was completed with the following additional information: in this case, patient underlying condition likely contributed most to an outcome of death (severe liver failure). The impella is contraindicated for vsr. Due to the vsr is why impella was implanted which is off label. However, as the impella 5.5 device was present at the time of the event and the patient experienced complications associated with this device, the impella 5.5 device cannot be dissociated from the demise outcome. However, ultimately the patient's care was withdrawn, which led to the patient expiring. Note: events involving the 5.5 occurred prior to bipella support. The impella rp flex supported the patient as intended without reported or indicated issue and is unrelated to the demise outcome.